Event description:
The customer reported when the equipment turns on, it hangs up, and sometimes the device doesn't turn on. Red cross is lit, no beeping, and screen turned off. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.